Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that, a during follow up visit, it was noticed that the right ventricular lead had a high short interval count (sic) of 3369 and the threshold was larger than 2.5 v. The lead is still in use. No patient complications have been reported as a result of this event.